Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) potassium results on their c501 analyzer. The ER physician complained that there were too many low potassium results being reported. The 91 patient samples run that day were repeated on (B)(6) 2014 on another c501 analyzer. The customer stated all the samples that were tested before 2:30 pm on (B)(6) 2014 matched well enough for their specifications, but after 2:30 17 samples did not match and had to be corrected. A total of 26 reports were corrected from (B)(6) 2014 as some of the samples before 2:30 changed to a lesser degree, but crossed over form abnormal to normal. The customer provided data for 27 patients, 11 of which had discrepant results. The first patient's initial potassium result was 3.4 mmol/l. The repeat result was 4.2 mmol/l. The second patient's initial potassium result was 3.4 mmol/l. The repeat result was 4.4 mmol/l. The third patient's initial potassium result was 4.4 mmol/l. The repeat result was 5.2 mmol/l. The fourth patient's initial potassium result was 3.5 mmol/l. The repeat result was 4.6 mmol/l. The fifth patient's initial potassium result was 3.9 mmol/l. The repeat result was 4.8 mmol/l. The sixth patient's initial potassium result was 3.4 mmol/l. The repeat result was 4.2 mmol/l. The seventh patient's initial potassium result was 3.5 mmol/l. The repeat result was 4.6 mmol/l. The eighth patient's initial potassium result was 3.4 mmol/l. The repeat result was 4.4 mmol/l. The ninth patient's initial potassium result was 4.4 mmol/l. The repeat result was 5.3 mmol/l. The tenth patient's initial potassium result was 4.4 mmol/l. The repeat result was 5.2 mmol/l. The eleventh patient's initial potassium result was 3.1 mmol/l. The repeat result was 4.0 mmol/l. The first patient was treated based on the initial result but was later released. The customer declined to provide additional information. The other patients were not adversely affected by this event. The potassium electrode lot number and expiration date were requested but not provided. The field service representative suspected there was a bad reference solution bottle. The customer replaced the bottle before he arrived onsite. The calibration with the suspected bottle was low. The new bottle of reference solution was higher. The field service representative performed a precision test on both analyzers to verify proper performance. The analyzer was operating to specifications. The customer passed quality control.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.